Event description:
(B)(4). The dealer reported that the 66550 bariatric rollator brakes were malfunctioning, and the left brake got stuck and ripped a hole in the tire. There was no patient injury reported.